Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v745423, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the patient had a burning sensation at the implantable neurostimulator (ins) pocket when the ins was turned on since (B)(6) 2016. This was due to a sudden change. The burning went away when the ins was off. The patient had a fall around the same time as the burning started, but they were not sure which event was first. The burning sensation may have occurred after the fall. After (B)(6) 2016, the patient was instructed to try different programs and record which program did not cause a burning sensation. The hcp was in process of determining the cause of the burning sensation at the ins site. The hcp suspected a broken lead. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.